Event description:
Patient was implanted with plate and screw construct on (B)(6) 2012 and was returned to the o.r. On (B)(6) 2013 for removal of hardware due to non-union and broken screw. Reportedly the patients wound was cultured during the revision surgery on (B)(6) 2013 for suspicion of infection and the surgeon did not want to take further action at that time until negative cultures were confirmed. Post surgery, the wound cultures showed no infection. The patient was then returned to the o.r. On (B)(6) 2013 for implantation of new 90 degree angle blade plate and ten screws. It was reported two screws broke during insertion. This required the surgeon to use extreme amounts of torque while inserting the screws. As a result, the heads sheared off of both screws. The surgeon did not attempt to remove the shaft of the screws and they remain in the patient; however, both screw heads were retrieved. The surgeon wanted to implant more than ten screws but the integrity of the hole was compromised due to the breakage. Surgery was not prolonged. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Reportedly, the shaft of the screw remains implanted in the patient; (B)(6) 2013. The screw head was retrieved and was not implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.